Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s parent reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was 400 mg/dl. Troubleshooting for high blood glucose was performed. Customer¿s parent advised the patient went to the hospital due to high blood glucose levels caused by three bent cannulas on their infusion set. Customer¿s parent was advised to call back when patient is present to troubleshoot the insulin pump. The insulin pump will not be returned for analysis.